Manufacturer narrative:
We have now concluded our investigation for the complaint received. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A visual and functional evaluation was carried out on the returned samples. Visually no issues were identified. The functional evaluation found all of the samples to adhere to the back of the investigators hand to a satisfactory level. Unfortunately on this occasion no issue were identified. However, smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the film was not adhesive before used. Replaced with a backup dressing, no patient harm reported.